Manufacturer narrative:
Customer indicated that they ran a sample on the analyzer using a manually-entered patient ID (no barcodes) and this sample came to data management system(rapidcomm) but didn't have any demographics information (patient name, etc.). The customer edited the patient ID for the sample in rapidcomm, and this edited pid brought up demographics information but the demographics of the wrong patient. These incorrect demographics were the result of a *previous* error in data entry in rapidcomm, whereby a patient name was associated with the wrong patient ID. (The patient ID used with this sample.) The customer searched the rapidcomm patient directory for the name in question, and found that name, or slightly-different versions of it, were associated with several distinct patient ID's. The customer went through and corrected these incorrect entries so that the demographics and patient ids in the patient directory were correct, and samples would be associated with the correct demographics. The customer indicated that they noticed the issue with the demographics before this sample was sent out from rapidcomm to their hospital information system and the demographics were corrected before the sample was reported to the physician. The event has occurred due to an operator error. Data management system(rapidcomm) is performing as intended.

Event description:
Customer reported that data management system(rapidcomm) displayed correct patient ID but incorrect patient name for a patient sample. There was no report of injury due to this event.